Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 129 mg/dl at the time of the incident. Customer stated that they were able to clear the alarm. Customer reported that the drive support cap appears normal. Customer stated that she has not been able to rewind without the pump alarming motor error. Customer tried a different infusion set and was able to prime successfully. Customer had more than 1 motor error alarm within the last 30 days. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer does not wish to return the pump.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted during bolus and basal delivery and the motor was tested outside of the device and passed. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and broken belt clip slot.